Event description:
It was reported that the patient experienced phrenic nerve stimulation from the right ventricular (rv) lead at an output greater than 1 volt. The rv lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.